Event description:
During a meniscal repair, the knot would not slide, breaking the suture. The surgeon felt the pt's meniscus received more damage because of this. A 15-minute delay resulted. Sales rep stated that the surgeon cut the suture free from the ts and left them in the joint unsupported. Sales rep also stated that the surgeon used an add'l fast-fix to complete the repair.